Manufacturer narrative:
A supplemental MDR was submitted to reflect the correct labeled for single use.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station was on disconnected mode and had interface problem. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was in disconnected. The technical support specialist (tss) addressed a communication issue with the medstation that resolved after the reboot by the customer. The customer confirmed that the machine began communicating with the server and data successfully crossed. The tss confirmed that the medstation was configured with two dns servers and had automatically switched to the alternate dns as its primary resolver when communication issues occurred with the preferred dns. This failover mechanism allowed the station to resume communication with the server and successfully transmit data. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station was on disconnected mode and had interface problem. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.